Event description:
The customer reported the ventilator battery failed due to a bad battery connection. The device was not in use therefore there was no patient involvement. Review of the device diagnostic history log noted an occurrence of a 35volt failure and power restored occurrences. A 35v failure may result in a shutdown of the device in normal ventilation operation. The customer reported the battery connector may have been damaged during service. Completion of device evaluation and service is pending.

Manufacturer narrative:
Device evaluation and service pending.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturers service technician reported finding a skewed connector to the data acquisition pcb board. The service technician reseated the connection to the board to complete the repair.